Event description:
During service testing; an inaccurate phm (pump head module) (a) was discovered. According to the hospital representative there was no patient injury or medical intervention reported.